Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting elevated threshold measurements and intermittent capture and no pacing in unipolar mode on the right ventricular (rv) channel. Additionally, noise was noted on the rv and the atrial channels shortly after implant which was never resolved. The device had previously been programmed to high outputs on the rv channel due to the chronic high threshold measurements. The device sensitivity had also previously been re-programmed to address the rv and atrial noise. The caller is inquiring about device longevity as it stated four months remaining and then two months later, it displayed less than three months remaining and is still displaying less than three months remaining. A boston scientific technical services consultant discussed how the device calculates battery status. The consultant offered to perform a data review to determine device longevity. The caller stated that the patient lives far away from the clinic and they will discuss the issues with the patient. Multiple efforts to obtain additional product issue details were unsuccessful. The device was explanted and replaced. No additional adverse patient effects were reported.